Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor was not working. The representative replaced the surgeon monitor. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon monitor was flickering and the site used another monitor for a case. The representative went to the site and saw the surgeon monitor being dim and then went black. Further troubleshooting determined that it was the monitor after swapping the cables and monitor with another system. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned monitor resulted in an electrical failure that was found through functional testing and visual/physical examination. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.